Event description:
It was reported that during a navigation procedure the navigation became 5-10 mm inaccurate partway through a case in regards to the patients tumor location. No delays or adverse consequences to the patient were associated with the event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation procedure the navigation became 5-10 mm inaccurate partway through a case in regards to the patients tumor location. No delays or adverse consequences to the patient were associated with the event.